Event description:
A middle-aged male arrived to outpatient surgery center for excision of scrotal cyst. Prior to the start of the surgical procedure, the patient was shaved to remove hair from the surgical incision site. The clipper, being trialed for use, skipped over skin on the penis and caused small lacerations on skin. Doctor was aware of event, and recommended bacitracin ointment to the area.